Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. After checking, it was found that the pneumatic interface module (pim) is damaged. In the process of making a customer quotation to send to the customer. Return the device to the customer at the hospital. Good faith efforts (gfe) attempts were made to obtain the repair information on this complaint event but no response yet.

Event description:
N/a

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6- component codes.

Manufacturer narrative:
Due to character restrictions in block e1, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) had autofill failure. There was no patient involved.

Manufacturer narrative:
Updated field- b4,g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected field- h6-component codes.